Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for non-sustained lead noise on the right ventricular channel was noted. The device was reprogrammed but noise continued to be seen. It was recommended that the right ventricular lead be further evaluated in-clinic as a possible source of the noise. The lead remains implanted and the patient was in good condition following the event.